Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was able to lock at the moment and the ring was loose that all around reservoir and locked in at moment. The customer¿s blood glucose level was unknown. The customer stated that the casing cracked and today white part disc at top seal kept coming off where reservoir was situated. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.